Event description:
Customer's mother reports that customer had physical damage of insulin pump. Customer reports to have deep scratches on display screen. Customer's blood glucose was 178 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump was received with scratched lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.